Event description:
It was reported that a leak occurred at the p2 port during the priming of an xlung kit 230. The location of the leak was said to be between the connection of the venous vent port of the oxygenator and the attached luer lock connector of the deairing line. The xlung kit was inspected for damage prior to use; no damage was found. After the leak was identified, there were still no visible defects. During pre-treatment setup, the luer-lock connector was not loose, and all connections were confirmed to be fully tightened. Additionally, there were no console alarms at the time of the leak. The xlung kit was replaced with a new kit and there were no further problems. It was confirmed that the event did not result in any patient adverse effects, and no medical intervention was required due to the event. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No non-conformities were found during review of the manufacturing records. It was reported that a leak occurred between the connection of the venous vent port of the oxygenator and the attached luer lock connector of the deairing line. Similar error messages about leaks at the affected connection have been received. A defect at the inner conus of the luer lock adapter which is connected to the port of the oxygenator was identified as the cause. However, the defect could not be verified by an examination of the product. As the damaged component is a purchased part, the manufacturer has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.